Manufacturer narrative:
Based on the claim against the product by the customer noting grounding pad icon is red, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to the grounding pad icon not turning green. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had converted the procedure to laparoscopic surgery due to the grounding pad icon was not turning green. Intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer place a grounding pad on themselves, still the issue persisted and the grounding pad icon was still red. The tse had the customer reboot the integrated erbe and there was an error m-02. The customer then informed that the error was cleared, and the grounding pad icon was green. The tse reviewed the system logs and found multiple m-02 errors over the last month. The procedure was converted to laparoscope surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.